Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 38mm proximal of weld site. The proximal section of j stiffener wire measures approx 50mm and has migrated down lead body approx 41mm proximal of weld site. It appears that the entire j stiffener wire was rec'd with all recorded add up to approx 88mm.